Manufacturer narrative:
Date of event has been corrected according to the received logs. It was reported that the ventilator alarmed for high air supply pressure. The ventilator was investigated on site by our field service engineer (fse) and the air gas module was replaced and returned for investigation. Simulated test use of the returned air gas module in a ventilator passed the pre-use check. The ventilator had been set on ventilation mode for one day. However, no abnormal found. The reported issue could not be reproduced. Therefore, no root cause can be established. If this fault happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviates from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation.

Event description:
Manufacturer's ref.#: (B)(4).

Event description:
It was reported that the ventilator alarmed for high air supply pressure. There was no patient harm. Manufacturer's ref.#: (B)(4).